Event description:
It was reported to philips healthcare tht the device shows ra (right arm) lead off during leads ECG. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4).